Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific that a speedband superview super 7 device was used during a colonoscopy with hemorrhoid banding procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the physician attempted to deploy the band; however, the band failed to deploy. The device and the scope were removed, and the procedure was completed with another speedband superview super 7 device. Additionally, it was noted that there was no difficulty when setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.